Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went down to 20 mg/dl and she had another reading of 22 mg/dl. Customer stated that one time she passed out and had to go to the emergency room by ambulance two times in 2015. Customer stated that the first time, she was trying to eat to bring her blood glucose up but she still needed to go to the hospital because it was freezing cold. Customer's blood glucose was 22 mg/dl at the time of the incident. Customer's current blood glucose is 260 mg/dl. Customer has treated with food. Customer stated that the emergency medical services attached an IV drip and she was given liquid glucose the second time. Customer stated that she was unsure if the drive support cap was protruded or sticking out. Customer was not admitted as an inpatient for medical treatment. Customer had not changed the infusion set for a long time. Customer was advised to monitor the pump.

Manufacturer narrative:
Insulin pump received with all operating currents within specififcation and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. The drive support was inspected and no anomaly was noted. Insulin pump received with minor scratched display window and case.